Manufacturer narrative:
Continuation of medical devices: 429888 lead implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). Follow up with the physician's office indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing syncopal episodes. No further patient complications have been reported as a result of this event.